Event description:
It has been reported to philips that, the lateral live monitor in the examination room did not display. It is unknown that how the procedure was completed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and found that the pilot lamp was off. The fse plugged and unplugged the cable, but the issue was not resolved. The fse further checked the system operation and found that lateral live monitor in the examination room was faulty. The fse replaced the monitor and the adapter after which the system returned to use in good working order. The codes were updated based on the investigation outcome.